Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain. (Left hip).

Event description:
Patient was revised due to pain. Update 03/14/2013, litigation alleged the asr hip was explanted due to popping noise from the implant, pain, stiffness, weakness, discomfort, difficulties performing routine activities, and elevated and rising metal ions levels (measured at 7.2 cobalt and 3.1 chromium pre-revision in (B)(6) 2012).

Event description:
Patient was revised due to pain. Update 03/14/2013 litigation alleged the asr hip was explanted due to popping noise from the implant, pain, stiffness, weakness, discomfort, difficulties performing routine activities, and elevated and rising metal ions levels (measured at 7.2 cobalt and 3.1 chromium pre-revision in (B)(6) 2012). There is no new information that changes the outcome of this investigation. **update** 4/11/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.